Event description:
Dealer stated end user was riding around the nursing facility and the right motor was leaking grease. Dealer stated end user is the second user but does not have the end users demographics. Dealer stated no injuries, property damage or issues of abandonment.